Event description:
Symptoms/ae: groin ooze. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure, the groin oozed. Manual compression was applied for eleven minutes and a sandbag was applied for thirteen minutes to resolve the groin oozing. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.